Event description:
Related manufacturer reference number:2017865-2022-06742, related manufacturer reference number: 2017865-2022-06743. It was reported that a patient's entire pm system was explanted due to an infection. The patient was in stable condition.